Event description:
It was reported that patient had to call the ambulance due to experiencing hypoglycemia while wearing the pod. Despite good faith attempts to obtain further details, no additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and medical event. No lot release records were reviewed, as the product lot number was not provided.